Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer's blood glucose level was about 140 mg/dl and the sensor glucose reading was about 40 mg/dl. Customer was receiving calibration errors and change sensor alerts. Customer also had a blood glucose level of 48 mg/dl. Customer treated with 5 glucose tablets. Customer declined troubleshooting for the low blood glucose levels. Customer stated that he turned the sensor off last night and then back on this morning. Customer stated that on the first day, the sensor glucose and blood glucose readings were within 10-20 points of each other. Customer will return the sensor he took off. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.